Manufacturer narrative:
On (B)(6) 2015 the patient was treated with onyx embolization to solve type ii endoleak. An increase of the aneurysm sac was not observed, therefore the endoleak was solved. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011, a patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses rmt281414/7980429, pxc181000/7116032, pxc141000/7615213, and pxc201000/9156747. On (B)(6) 2013, at cta image showed the aneurysm diameter to be 59mm, which was 8mm larger than the pre-treatment size (51mm). Subsequent cta measurements were as follows: (B)(6) 2013, 54mm. (B)(6) 2014, 57mm. On (B)(6) 2014, a type ii endoleak was detected by cta originating from the inferior mesenteric artery. On (B)(6) 2014, the type ii endoleak was treated by means of coil embolization. The patient did well following the procedure.

Manufacturer narrative:
Patient medications: ass 100, metohexal 47,5, lasix 40, pantozol 40, pravastatin 40, alnar 0,4, januvia 100, novalgin 1 g results: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion: the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.